Event description:
It was reported that the pump battery was depleting too quickly, leading to an unexpected shutdown. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.